Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly, resulting in the pump shutting off. The customer¿s blood glucose was 596 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with high ketones. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Date of event is approximate.